Event description:
Device issue: none. Symptoms/ae: restenosis requiring surgical intervention. Time of ae: post procedure. It was reported that approximately three yrs post a left carotid artery stenting procedure, on (B) (6) 2008, the pt experienced a left hemispheric infarction. The stent was found to be slightly deformed and was restenosed. On (B) (6) 2008, the stent was explanted and a bypass was performed from the left common carotid to the left internal carotid artery. On (B) (6) 2009, the pt experienced another infarct. Reportedly, the infarcts may be due to persistently elevated anticardiolipin levels resulting in a hypercoagulable state or distal left middle cerebral artery disease. The pt was placed on warfarin and continued taking aspirin and plavix. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot # was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all additional relevant info.